Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their implant started a constant contraction where there was painful stimulation pulsing through them. The patient noted that they had tried turning stimulation down or off, but the patient programmer (pp) was not working, so they couldn¿t control stimulation. The patient stated that the pp would not power up. The patient noted that they had tried new batteries and cleaning out the battery area, but nothing would come on the screen. The patient stated that they were going to try to go to the ER but they noted that it would take forever, so they ended up trying to ignore it. It was indicated that there was no out of box failure reported, no medical or therapy problem associated with a small parts component, and that the change in symptoms/therapy was sudden. No further complications were reported or were expected.